Event description:
During upper endoscopy procedure, a radial jaw 4 biopsy forcep was used. The forcep was used around an ulcer bed in the antrum of the stomach. The pt came back with a drop in hemoglobin couple days later of the procedure. The pt was rescoped by another physician and this physician felt that the ulcer bed was bleeding. It was reported to boston scientific corp that this physician did not know that the bleeding was due to the scoping performed two days before the biopsies that were taken. The pt was admitted in the hospital and went home two days later. The pt is reported to be fine.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and exp dates cannot be determined. The customer has only reported the upn and not reported the lot involved in the event. A ship history review found one lot sold to the customer related with the prod reported. DHR (device history record) review performed and no deviation was found related with the event reported. Lot history search found one more complaint reported by the same customer and the complaint was similar in nature (bleeding). The prod was not returned. There are current controls during the mfg process in order to assure prod integrity. Labeling review was performed and per provided dfu (directions for use): "..endoscopy should be performed only by persons having adequate experience and training.." "..the packaging and the device should be inspected prior to use. Do not use the device if the prod or packaging is damaged.." " ..if the device fails to operate properly in any way or shows any sign of damage, do not use it.." "..maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope.." "..if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..". "..caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws.." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. Moreover, the provided dfu indicates: "..warnings: these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for pts. Adequate plans for mgmt of potential bleeding and appropriate airway mgmt should be in place. Precautions: endoscopy should be performed only by persons having adequate experience and training.. Potential complications: complications associated with the use of the single-use biopsy forceps may include: bleeding; perforation; infection.." The event reported is considered a potential complication during the use of biopsy forceps which is considered bleeding. The determination of a root cause may not be completed without analysis of the device involved which was not returned by the customer. The most probable root cause is anticipated procedural complication.